Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board (iob) was inaccurate after delivering a bolus. Tandem technical support attempted to review the bolus history with the customer; however, the customer declined troubleshooting and ended the call. There was no reported impact to the customer's blood glucose level.